Manufacturer narrative:
The insulin pump was monitored for 1 day with no software error alarm noted during testing. All buttons functioned properly. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and self test. The insulin pump was received stuck in motor error loop during bolus and basal delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. No damage noted on keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively ID.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer also reported that they received a software error alarm and a motor position encoder error alarm. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.